Event description:
The customer reported via phone call that he had a low blood glucose of 32 mg/dl. Customer has been working in the yard, which he felt contributed to his low blood glucose. Customer's wife helped him correct the low. Customer declined troubleshooting for his low blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.